Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received which indicated surgical intervention was undertaken on (B)(6) 2020. The lead was not removed, however it was disconnected from the ipg and a surgical lead was implanted and connected to the ipg.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient could not increase therapy strength due to the system auto reducing to zero. Diagnostic testing indicated high impedance on the implanted lead. As a result, the patient may undergo surgical intervention on a later date.